Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this lead exhibited abnormal measurements for the pacing parameters. A different lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Event description:
It was reported that during the implant procedure, this lead exhibited abnormal measurements for the pacing parameters. A different lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis. Additional information was received indicating the helix on the attempted lead would not extend properly. The lead was received and is undergoing laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure, this lead exhibited abnormal measurements for the pacing parameters. A different lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis. Additional information was received indicating the helix on the attempted lead would not extend properly. The lead was received and is undergoing laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis. This report will be updated upon completion of analysis. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any product anomalies that may have caused or contributed to the reported abnormal pacing parameters observed during the implant procedure. Laboratory analysis determined the root cause of the reported helix extension/retraction problems was likely due to the dried blood within the helix mechanism.